Event description:
It was reported that the patient initially had no issues recharging the battery to full, but now cannot. An open circuit with #2 was also reported. There was no visible damage to the recharger. A new programmer was given to the patient to see if this would resolve the issue. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.